Manufacturer narrative:
(B)(4).

Event description:
A patient implanted for spinal pain reported after 10-20 minutes of recharging, the recharger was burning them and causing blisters at the implant site daily but never went to the hospital or doctor about it; the patient just put some cream on the area. The antenna, recharger, and the patient's skin felt hot, but it was later stated the patient didn't feel actual heat. The patient tried putting a thin shirt and towel over the area and placing the recharger over that, but it hadn's helped any. The patient felt like it was melting into their skin and it was very uncomfortable. The patient stated they had sensitive skin, but no skin allergies. It was noted this had been occurring since the first time she ever recharged, and an out of box failure was reported. It was noted there had been times when the patient saw a thermometer (later stated they never saw this), and a new antenna was going to be sent. There were no traumas or falls reported that could be related to this issue.

Manufacturer narrative:
Analysis of the recharger (B)(4) found that the no trouble was found when tested with a test implantable neurostimulator.